Event description:
It was later reported that the pump was replaced because the doctor felt that the pump only had two years of expected life, and he wanted to prevent another surgery to replace the pump in two years. There were no therapy concerns that were related to the pump. The patient was receiving effective therapy at the time of the report.

Event description:
It was reported that the catheter had fractured just distal to the anchor. The pump and the catheter were replaced. It was added that the distal fragment of the catheter was not retrieved during replacement because it was "completely intrathecal". There were no patient symptoms/injuries related to this event. Patient status at time of this report was stated as "alive - no injury/no adverse event". Drugs delivered via the device were dilaudid, bupivacaine and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: unk; pouch: model: 8590-1, lot# n139996, implanted: 2008 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an accident and it pulled their catheter out of the spine. The manufacture representative was able to go into the hospital to shut the pump off. The accidents occurred "(B)(6) of last year," then stated it was (B)(6) 2012. Everything was replaced on (B)(6) 2013.